Event description:
It was reported that this left ventricular (lv) lead was dislodged. Therefore, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. Later on, the dislodgement was confirmed via x-rays. Therefore, the device was explanted and replaced. No additional adverse patient effects were reported.